Event description:
It was reported via repair work order that there was no power to the bed due to damaged power cord and also power cord was exposing wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.